Manufacturer narrative:
Updated: b5, d4, h4, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve's deployment depth of 10 millimeters (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) was considered to be too deep relative to the target implant depth. Subsequently, the valve was unsuccessfully attempted to be snared into the correct position. Subsequently, the valve was snared into the ascending aorta, and a non-medtronic (edwards sapien) valve was successfully implanted. Additional information was received that the target implant depth of the valve was approximately 3-4 mm on both the ncc and lcc. During the unsuccessful snare attempt, the valve dislodged to the left ventricle before being positioned in the aorta.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve's deployment depth of 10 millimeters (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) was considered to be too deep relative to the target implant depth. Subsequently, the valve was unsuccessfully attempted to be snared into the correct position. Subsequently, the valve was snared into the ascending aorta, and a non-medtronic (edwards sapien) valve was successfully implanted.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 21-aug-2027, UDI#: (B)(4) h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, the valve's deployment depth of 10 millimeters (mm) on the non-coronary cusp (ncc) and 10 mm on the left coronary cusp (lcc) was considered to be too deep relative to the target implant depth. Subsequently, the valve was unsuccessfully attempted to be snared into the correct position. Subsequently, the valve was snared into the ascending aorta, and a non-medtronic valve was successfully implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.